Manufacturer narrative:
Findings: pump powered up properly after battery installation. No blank display, audio or vibrate alarms noted. Pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the test at .08695 inches. Detail trace analysis confirmed power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance.. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. The pump was monitored for several days and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected during visual inspection. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017 around 12:00am. The customer reported emergency medical services being dispatched and being taken to the hospital. The blood glucose value at the time of admission 500 mg/dl. The customer had symptoms of hyperglycemia and heart attack. The customer treated for the high blood glucose level with the old insulin pump. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was 120 mg/dl. The customer states the high blood glucose began on (B)(6) 2017. The customer states the insulin pump shut off and erased the settings. The technician performed troubleshooting and confirmed the insulin pump needs to be replaced. The insulin pump will be returned for analysis.